Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3., h.6. And h.11. A used company cartridge was returned in a glassine envelope. Inadequate viscoelastic was observed in the cartridge. The cartridge had evidence of uneven placement into a handpiece. This may have caused the lens/plunger to advance incorrectly. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. A photo was provided of an implanted single-piece lens on a monitor screen. There appeared to be a crack in the center of the optic perpendicular to the travel path. This type of damage may indicate a plunger override occurred. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified handpiece and viscoelastic were indicated. The lens model/diopter was not provided. It cannot be determined if a qualified lens was used. The root cause for the reported lens damage may be related to a failure to follow the instructions for use IFU. Inadequate viscoelastic was observed in the cartridge. The cartridge had evidence of uneven placement into a handpiece. This may have caused the lens/plunger to advance incorrectly. No problem was found with the returned cartridge. No damage or foreign material was observed. Topcoat dye stain testing was conducted with acceptable results. Based on review of the provided photo, the lens was cracked across the center, not scratched. The crack was in the center of the optic perpendicular to the travel path. This type of damage may indicate a plunger override occurred. It is unknown if a qualified lens model/diopter was used. The IFU instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company¿ iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, lens scratched in delivery system. The complaint concerns damaged intraocular lens, which can only be observed after implantation into the eye. The damage consists of scratch on the lens surface, most commonly in the distal areas of the optical part. However, damage to the central part has also occurred, which was documented by taking a photo from the surgical microscope monitor. The issue does not appear to be related to the injector tip which did not come into contact with the lens nor likely to the viscoelastic. Damage to the peripheral optical part of the lens generally does not affect the patient's vision. However, damage to the central part has a significant impact. Based on observations, the problem seems to be related to the cartridges. Inside the cartridges, noted irregularities, loose thread-like material floating in the anterior chamber, and sharp material excesses, which are most likely responsible for scratching the intraocular lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).